Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy assisted distal gastrectomy procedure, the device did not work properly. It was reported that some staples seemed to be left inside the cartridge. There was no injury caused to the patient and no medical intervention was required.